Manufacturer narrative:
Siemens filed MDR 1219913-2018-00266 on 11/02/2018 for a falsely high advia centaur xp high-sensitivity troponin I (tnih) result obtained on a patient. On 11/30/2018 - additional information: siemens received a specimen (hemolyzed) from the customer that was run on the advia centaur xp tnih assay neat, 1:2 and 1:5 dilutions, and after treatment with heterophile blocking tube (hbt). The neat result was consistent with the result obtained at the customer site - 253.58 ng/l. The sample result did not decrease with serial diluted samples or with hbt treated sample as happens with an interfering substance causing the elevation. While the exact root cause of the elevated sample result cannot be determined, we cannot rule out alternate causes of elevated tni values in the absence of acute myocardial infarction (ami) such as extreme exercise in the case of this patient. MDR 1219913-2018-00267 was filed for a second sample tube high result. MDR 1219913-2018-00267 supplemental report 1 was filed for additional information.

Manufacturer narrative:
The cause for the falsely high advia centaur xp high-sensitivity troponin I (tnih) results obtained on a patient is unknown. The customer's quality control results were acceptable at the time of the event, and there were no other discordant troponin patient results. Siemens has requested the patient sample for investigation. The instruction for use (IFU) under the interpretation or results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2018-00267 was filed for the second sample tube high result.

Event description:
Falsely high advia centaur xp high-sensitivity troponin I (tnih) results were obtained on a patient, and questioned by the physician. The customer performed repeat testing on a second serum sample tube, and the result was high. The patient was sent to the clinic, and the diagnosis could not be confirmed. The patient samples were tested on an alternate troponin test method, and the results were normal. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp high-sensitivity troponin I (tnih) results. MDR 1219913-2018-00267 was filed for the second sample tube high result.